Event description:
Iabp was alarming "rapid gas loss." Device was replaced with new pump, and same issue occurred. No visible leaks were noticed in the balloon after it was removed from the patient. It remains unknown what was the cause of the problem. No harm to the patient resulted.